Event description:
Potential for injury associated with the malfunctioning speed potentiometer on an l-3 scooter. This event could cause scooter to make unintentional and erratic movements that could cause the user and bystander harm.